Manufacturer narrative:
Concomitant product: product ID 37603, serial # (B)(4), implanted: (B)(6) 2015, product type implantable neurostimulator. The main component of the system, other applicable components are: product ID 3389s-40, lot # unknown, implanted: (B)(6) 2015, product type lead; product ID neu_adaptor_acc, lot # unknown, implanted: (B)(6) 2015-, product type accessory.

Event description:
Information was received from a health care provider (hcp) via manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinson's disease. It was reported that an impedance test was performed and resulted in the following abnormal bipolar impedance values on multiple electrodes on the left: 0 <(>&<)>1=4312 ohms, 0<(>&<)>2=4093 ohms, 0<(>&<)>3=4924 ohms, and 1<(>&<)>3=4416 ohms. Unipolar electrode values on the right were noted as being c<(>&<)>3=2303 ohms, which were out of range. It was unknown if there were any environmental / external / patient factor that may have led or contributed to the issue. It was also stated that the cause of the event was unknown. The actions/interventions taken to attempt to resolve the issue included reprogramming around the electrodes that were showing abnormal impedances; the issue is ongoing. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.